Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of bacterial peritonitis. On (B)(6) 2006, the patient began peritoneal dialysis treatment. On (B)(6) 2010, the patient was hospitalized for peritonitis, manifested by abdominal pain and cloudy effluent. On (B)(6) 2010, a peritoneal effluent culture and analysis were performed which revealed e. Coli. The patient was treated with unspecified antibiotics on an unreported date. At the time of this report, the patient remained hospitalized and was recovering from the event. The root cause of the event of bacterial peritonitis with culture positive for e. Coli was unknown. Peritoneal dialysis therapy was ongoing. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.